Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (2.5 mg/ml at .53 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the pocket incision had not been healing as it should since the implant surgery. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was on antibiotics post-op. The pump and entire catheter were removed. During the procedure, a new pump was placed in a new pocket and a new catheter was implanted. It was noted that the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.